Event description:
Additional information received reported that the device was explanted for elective replacement indicator (eri). The ins and portion of the extension were sent back for analysis. Following replacement the patient was doing great. The new implantable neurostimulator (ins) was giving the patient effective therapeutic pain relief.

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The implantable neurostimulator (ins) wasn¿t charging and the elective replacement indicator (eri) message was seen for the first time the day of the report. The manufacturer¿s representative (rep) called the patient¿s daughter and it was verified they were seeing eri. The physician¿s office was aware and they were working on getting the patient on the surgery schedule. The replacement was scheduled for (B)(6) but was cancelled and rescheduled to (B)(6). The manufacturer¿s representative (rep) further reported that the patient¿s device was replaced due to normal battery depletion on (B)(6) 2015. It was noted that during surgery the extension could not be removed from the implantable neurostimulator (ins). The extension had to be cut, removed, and replaced. There was no patient injury or death associated with this event. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the battery had normal end of life, elective replacement indicator (eri) or end of service (eos) for a rechargeable implantable neurostimulator. Analysis of the extension (sn (B)(4)) found that the extension proximal end of the insulation was ¿mio¿. There was ¿mio¿ on the insulation/epoxy in between all of the connectors. ¿mio¿ in between the connectors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID 377760, lot# v011606, implanted: (B)(6) 2006, product type: lead. (B)(4).